Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was unknown. The customer stated the motor error occurred multiple times, even after changing set. He was unable to trouble shoot at the time of the complaint. Customer was advised to discontinue use of the device and revert to a back-up plan. It is unknown if the insulin pump will be returned for analysis.